Event description:
It was reported that the customer low blood glucose levels of 42 mg/dl. The customer declined to troubleshoot. It was reported that the customer had not yet eaten. The customer also reported having had high blood glucose levels due to sometimes being low on insulin. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).